Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The c2 capacitor was determined to be the cause of the reported issue. The device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.